Event description:
It was reported that a patient underwent an ear lobe repair procedure on (B)(6) 2022 and suture was used. During the procedure, while handling, the suture broke. Also the suture color was not in a black (usually ethilon color is black) it looked like grey. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify-during handling, the suture broke (and the color of the suture was different, it's not in black color). Was there any adverse consequence associated with the patient? No other consequences happened to the patient. Have the event of breakage from last year been previously reported to ethicon? If so, provide the respective reference number(s). Yes, the same size of ethilon breakage happened last year and I had already reported. (Complaint no. (B)(4)). Device is available pcf deferred due to quarantine restrictions. Additional information was requested: please confirm if the reported device was ever used on the patient. How was the procedure completed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2022. H6 component code: g07002 no device problem found. Additional information requested, the following was obtained: please confirm if the reported device was ever used on the patient. How was the procedure completed? Answer: yes, they have used the device on the patient. They have completed the procedure with another one. H3 investigational summary: complaint sample: 01 opened unit of complaint sample received for investigation; the complaint sample consist of one open sbf folder, discolored hardened suture and needle for code nw3319 lot v1012. As the complaint sample received in open condition further investigation was not performed on complaint sample except visual inspection. Received suture was visually inspected and it has been identified that suture surface was hard and non-shiny which indicated that suture may be re-sterilized or stored inadequately above temperature maintaining condition. Due to the exceeding temperature maintaining condition or application of surface disinfectant before use might have contributed the event. Received needle was visually inspected and found satisfactory. Complaint sample foil was not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of the incident code nw3319 and lot number v1012 were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles, discoloration of suture but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As complaint description is related to performance-breakage suture/appearance-cosmetic or color - suture, knot pull tensile strength test as well as extractable color test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 10.42 n and value at release was found to be 9.16 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 5.88 n. Extractable color test was performed over retain samples and compliant results were obtained. All the individual knot pull tensile strength test values for retain sample as well as extractable color test result were found meeting specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not a confirmed complaint. The reported incident is one and isolated case for code nw3319 lot v1012. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.